Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) tsvm4b11, (imp,tsv,mcol mg,4.1mm,11.5mml) for evaluation. Visual evaluation and a functional test were performed, the implant had signs of use, with bone debris on external threads. The mount was received disengaged from the implant. Removed the cover screw from the implant and the mount engaged and disengaged from the implant as intended. DHR review was completed for the subject lot number 1261976. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1261976 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : disengaged. A definitive root cause could not be determined since device malfunction did not occur. The reported event was unconfirmed following functional testing and physical evaluation. Therefore, based on the available information, a device malfunction did not occur. The implant and mount engaged and disengaged as intended. No damage was identified. The reported event was not confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation h3 other text : investigation completed.

Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
Doctor reported that when placing the mount implant disengaged from it. Another implant was placed to finish the procedure.